Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Unit passed self test. Pump received with stripped battery cap coin slot(p). Cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the battery cap was cracked, had to press the buttons a couple of times sometimes and the insulin pump stalls. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.